Event description:
3 days post-procedure, the pt complained of leg swelling and pain. 7 days post-procedure the condition was not resolved so the pt was hospitalized in 2001. Ultrasound scan confirmed the presence of an occlusive thrombus that extended from the popliteal vein up to the common femoral vein in the groin region. The pt was asymptomatic for pulmonary embolism or other indicators of deep vein thrombus. IV heparin was administered followed by coumadin. The left limb swelling gradually improved and pt was discharged the next month.